Event description:
Catheter inserted into right arm. The extension portion of the tubing sheared when the tubing was clamped off.

Manufacturer narrative:
The sample was received on 9/18/08 and is currently being decontaminated. Upon decontamination, and completion of the investigation, a supplemental report will be submitted.